Event description:
It was reported that during a ptca treatment procedure involving a very long and 100% stenotic lesion in the distal portion of the rca, the adante balloon lost pressure at 7 atm's on the third inflation and backflow of blood into the inflation device was noted. (The number of atm's reached on the initial and second inflations are unknown.) The patient was asymptomatic during this event. The adante balloon was removed and replaced with another catheter to successfully complete the procedure, a 7f terumo introducer sheath, a balance guidewire (size unknown), a 7f britetip guide catheter and a guidant inflation device were also used in this case. Patient status is reported as "good".